Event description:
It was reported that a patient using the ilet experienced recurrent nocturnal low blood glucose episodes and sought assistance, with the care team arranging follow-up to adjust pump settings as needed. Symptoms included hypoglycemia, hot flashes, nausea, and shaking/ tremors. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included complaint handling and user follow-up to obtain event details and review device use. Investigation of this case revealed no confirmed device malfunction and that the cause of the hypoglycemia remained unclear. It was concluded that the event was related to hypoglycemia with an undetermined cause and that user support and clinical follow-up were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.